Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address hip infection. This patient had the 1st head/liner exchange done on (B)(6). The surgeon felt like he needed to go back in and do another wash out along with debridement. He also wanted to do another headliner exchange. He used the same size implants and head sizes. I'm not sure what the surgeons long-term plan, if he is thinking prostalac if this doesn't cure the infection. Doi: (B)(6) 2017; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.